Event description:
It was reported that; the patient received a cage for a tlif and the cage collapsed postoperatively. Update (B)(6) 2016: spoke to the rep and he indicated that the cage has now backed out. Update (B)(6) 2016: the revision surgery performed on (B)(6) 2016 due implant migration. Patient did not report any pain prior the implant migration was noticed.

Manufacturer narrative:
Method: visual analysis, complaint history review, device history review, risk assessment. Result: the reported event of loss of height of the cage was confirmed based on provided x-ray images. A visual inspection was performed on the returned device and no visual anomalies were identified. Slight scratches/discoloration throughout the implants was observed likely due to explantation damages and/or in vivo use. The device is still expanded to about 1 mm in height. A manufacturing review of the device was performed and indicated no discrepancies or anomalies. Conclusion: information regarding patient bmi, lifestyle and post-op activity level were not provided and cannot be evaluated. These may be contributing factors of early device failures.

Event description:
It was reported that; the patient received a cage for a tlif and the cage collapsed postoperatively. Update 6/16/2016: spoke to the rep and he indicated that the cage has now backed out. Update 6/20/2016: the revision surgery performed on (B)(6) 2016 due implant migration. Patient did not report any pain prior the implant migration was noticed.